Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety syringe tip safety catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer was alerted to a blood leakage still on the injection site on the new batches sterilised with radiation.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-apr-2022. H6: investigation summary: one used sample and one photo was received by our quality team for evaluation. From the photo, a contaminated sample wrapped in surgical tape was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The received sample was sent for decontamination. After the sample was decontamination, the sample was subjected to visual inspection and catheter adapter leak test. Leakage was observed from the injection port. The sample was sent for an x-ray for analysis. Foreign matter was observed between the valve and cannula hub at the injection port. The valve was extracted out and sent for laboratory testing for analysis of the foreign matter. The foreign matter appeared to be a solid transparent object. Based on the laboratory test report, the foreign matter on the valve could possibly be a silicate-based material, likely to be a type of glass material. Based on the investigation, the probable root cause of the leakage could be due to the foreign matter which was stuck between the valve and cannula hub at the injection port. The valve was unable to close properly and resulted in leakage from the injection port. The manufacturing process was reviewed. There is no glass material used in the assembly process. Therefore, the foreign glass material could be introduced during product application with other silicate-based device or apparatus (for example: medicine in ampoules). As it is not possible to confirm how the product has been used, the root case cannot be determined.

Event description:
It was reported while using bd venflon¿ pro safety syringe tip safety catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer was alerted to a blood leakage still on the injection site on the new batches sterilised with radiation.